Event description:
Patient awoke with implant intermittency. Issue confirmed with replacement sound processor. No trauma or similar reported which could explain the intermittency. Pending decision to explant/re-implant.

Manufacturer narrative:
Based on the available information and our trending we currently have no indication that the reported issue is the result of a manufacturing or quality deviation. We will update this report if the device is explanted and returned for technical analysis so we can determine an exact root cause. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.